Event description:
The user facility reported the reliance vision washer was leaking water from underneath. No injuries or procedural delays/cancellations reported. Slight property damage was reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the drain box hose connections leaking. The technician re-tightened the worm clamps located on the drain box hose connections and ensured that all connections of the multi-chamber drain boxes were tightened correctly. The technician ran a test cycle and confirmed the unit operational. No further issues have been reported.